Manufacturer narrative:
As received, a complete lead was returned in two pieces measuring 5.0 cm and 38.7 cm. Multiple external insulation abrasions were found breaching the outer insulations and exposing the outer coils. One external abrasion was found 27.3 cm to 27.5 cm and 33.8 cm to 33.9 cm from the distal end, which is consistent with friction to device can. One external abrasion was found at 1.4 cm to 2.8 cm from the distal end, consistent with friction to another device or feature of the heart. The cause of the reported event is due to the exposure of outer coil in the abrasion zones.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15307. It was reported that the patient presented for a routine generator replacement procedure. It had been noted that the pacing thresholds of the right atrial and right ventricular leads had been increasing over the last two years, so the physician decided to explant and replace the leads during the procedure. The patient was in stable condition throughout.